Manufacturer narrative:
**UDI related data quality updates only** corrected d4: UDI information is unable to be obtained, as the necessary information is unavailable. And d4: UDI is therefore, blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding atrial lead perforation in an elderly patient. The authors described a patient who developed sudden chest pain and required oxygen within 24 hours post implantable pulse generator (ipg) implant. Minimal air movement in the right lung was noted on examination and a chest x-ray (cxr) demonstrated a large right-sided pneumothorax. A right-sided thoracostomy tube was placed. A computed tomographic (CT) chest examination was performed and showed a moderate amount of pneumopericardium. A right atrial (ra) lead perforation through the anterior atrial wall into right pleural space was suspected. The thoracostomy tube was removed after resolution of the pneumothorax, but the pneumothorax recurred, and it required tube reinsertion. A decision was made to remove the lead without replacement. A repeat cxr demonstrated no residual pneumothorax after the removal of the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: risk for contralateral pneumothorax, pneumopericardium, and pneumomediastinum in the elderly patient receiving a dual-chamber pacemaker¿a case report of 2 patients with acute and chronic atrial lead perforation. Heart rhythm case reports. 2023;9:680¿684. Doi: 10.1016/j.hrcr.2023.07.004 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.